Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Pump error 63 alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. Unit received with pillowing keypad overlay, minor scratches on case, cracked keypad overlay and faded serial number label. (B)(4).

Event description:
Information received by medtronic indicated that customer received a low battery alert prior to the replace battery alert. Timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated the battery cap not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.